Manufacturer narrative:
(B)(4). This was a use error so the sample was not requested.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that he pressed go to start therapy; then he connected to the hc. The hp was connected when the alarm occurred. The technical service representative (tsr) had the hp cycle the power to clear the alarm. The tsr explained that he would need to set up with new supplies and explained that he should connect after priming when the hc shows connect yourself, then press go to start therapy. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the rn stated she was aware of the alarm and that the home patient (hp) told her that the baxter technical service representative (tsr) told him to start over with new supplies. The nurse was informed that the alarm was due to the hp pressing go before connecting to the homechoice (hc). The rn stated they checked up with the hp and everything has been going fine. The hp was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.